Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with an introducer sheath. Microscopic examination revealed no damage. A test inflation device was connected to the hub and pressurized inflating the device to rated burst pressure. The device maintained pressure for 5 minutes with no leaks or irregularities. The device was then successfully deflated with no issues.

Event description:
It was reported that balloon deflation difficulties occurred. The taget lesion was located in a vessel in the left leg. A 6.0x220x150 sterling balloon catheter was advanced for dilatation. The contrast agent used was omni 300 with a contrast ratio of 50/50 with saline. However, during inflation at 14 atmospheres for 30 seconds, the balloon did not inflate properly and appeared to be deformed. Balloon deflation difficulties were encountered but eventually the balloon was removed fully deflated. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon deflation difficulties occurred. The target lesion was located in a vessel in the left leg. A 6.0x220x150 sterling balloon catheter was advanced for dilatation. The contrast agent used was omni 300 with a contrast ratio of 50/50 with saline. However, during inflation at 14 atmospheres for 30 seconds, the balloon did not inflate properly and appeared to be deformed. Balloon deflation difficulties were encountered but eventually the balloon was removed fully deflated. The procedure was completed with another of the same device. There were no patient complications reported.